Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the independpent lab results and the legal manufacturer's final investigation. The device was evaluated by olympus. There was a deep dent and scratches on the distal end cover, the bending section cover glue was cracked, tear marks were found inside the forceps/instrunment channel, minor scratches on the switch, the up angulation was below specification and there was evidence of play on the control knob. Prior to the device being evaluated, it was sent to an independent laboratory for sampling and testing (refer to section b6 for test methods). The endoscope was visually inspected prior to extraction. Visible debris was not observed. Visible damage was not observed. Paenibacillus timonensis was found on the instrument/suction channel (blood agar) and bacillus flexus was found on the distal end (blood agar). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of this event. Information provided by the customer did not indicate that the scope was being reprocessed not in accordance with the instructions for use (IFU). IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the on-site visit by the endoscopic support specialist (ess). During the on-site visit by the ess on 28 mar 2023, deviations were observed during leak testing and brushing of the scope. The ess recommended attaching and pressurizing the scope prior to immersing the scope for the leak test. Additionally, the ess recommended keeping the scope immersed while brushing the channels. Reviewed repair history and this scope did not have any leaks. Reviewed reprocessing a scope with a leak by manually disinfecting the scope while it is attached to the leak tester. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) processes performed onsite. The device was reprocessed after confirmation of a positive culture. The device was not used for a procedure after the event. The scope was not ethylene oxide (eto) sterilized. The scope was reprocessed on 24-oct-2022. Water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent solution used was prolystica enzymatic presoak and cleaner 2x concentrate. The following areas of the scope was brushed: instrumentsuction/balloon channel, air/water/suction/biopsy valve. Since the last on-site visit by an olympus endoscope specialist (ess), the lead technician had left and two more nurses we were added as scope cleaners. The endoscopes were hanged in a cabinet until use. The automated endoscopic reprocessor (aer) model used was olympus gif h180 (serial number: (B)(4)).the detergent solution and disinfectant used for aer was prolystica enzymatic presoak and cleaner 2x concentrate and acecide-c oer pro. All channels were connected with tubes when endoscope was connected to aer. The device was returned, and the investigation is ongoing. The root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrovideoscope tested positive for gram positive bacilli upon repeated culture testing. Three cultures came back positive on the scope. The positive culture was detected in the lab at the hospital. The device sampling and culturing was done as part of the monthly scope culture. The microorganisms were detected from suction channel and air/water/suction parts. The device was not used on a patient with known infection of the same organism. There were no reports of patient infection or patient harm associated with the event.